Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited under-sensing and loss of capture. An increase in the patient¿s premature ventricular contractions (pvcs) was observed and there was a need for increased beta blocker medication; however, the pvcs were not over-sensed. During the replacement procedure, the lead was dislodged. The lead was visualized on fluoroscopy to have been pulled back during the procedure. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, under sensing, and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of under sensing and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.